Manufacturer narrative:
Continuation of d10: product ID w1tr01 (serial: (B)(6); product type: 0246-crt-p; implant date (B)(6) 2024; explant date (B)(6) 2025, product ID 419488 (serial: (B)(6)); product type: 0269-lead-lv-lh; implant date (B)(6) 2006; explant date (B)(6) 2025, product ID 5076-58 (B)(6); product type: 0270-lead-lv-pace; implant date (B)(6) 2006; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was deceased. It was noted that the right ventricular (rv) lead exhibited undersensing resulting in inappropriate ventricular pacing and false termination of events, along with high capture thresholds. In addition, the current and stored electrograms (egm) showed loss of capture on both the atrial and ventricular leads. Additional information related to the cause of death was requested and not received. The disposition of the device system remains unknown.

Event description:
It was further reported that the cause of death was ventricular fibrillation (vf)/cardiac arrest.

Manufacturer narrative:
Correction: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.